Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
The representative reported a power on reset (por) code. The representative was not positive of the error code; they believed it was 0x100 or 0x400. The por was believed to have occurred from a revision surgery. The por was cleared successfully and the therapy was adequate. The patient's relevant medical history included non-malignant pain. If additional information is received, a follow-up report will be sent.